Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection. However, an onsite inspection was performed by an olympus field service engineer (fse) and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device did not convey an image because endobase could not be connected to the processor due to a defective firewire cable. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center did not convey an image. There were no reports of patient harm.